Event description:
Information was received reporting a catheter revision. Additional communication with the clinical specialist (cs) confirmed that the physician had increased the patient's dose several times with no resulting pain relief. Cs stated that a catheter dye study was performed and confirmed that there was a hole in the catheter and the catheter was epidural instead of intrathecal. Cs was unsure of the cause of the catheter damage/migration. The revised portion of catheter was discarded after surgery.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was discarded and not returned for evaluation and investigation. The cause of the alleged issue was stated to be unknown. Per the instructions for use of the device, catheter migration and catheter tears are known possible risks of use of the device. Internal complaint number: (B)(4).